Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the device was found to be leaking at one of the connection points. No patient injury reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed. The root cause is attributed to mechanical stress or over-tightening. A review of the device history and complaint database could not be performed since the lot number was not provided.